Event description:
As reported: "the surgeon missed with intermediate targeting sleeve for a gamma 4 intermediate nail. The alpha 4.2x360mm drill hit the nail and would not pass through the dynamic hole. As the surgeon gradually tried to find his position the drill skived posterior to the nail. In the ap it appeared to have made it through the hole. On the lateral the screw was posterior. The surgeon locked proximally to the dynamic hole using the intermediate targeting sleeve and passed through the nail without any issues. We locked the proximal static hole and left the distal dynamic hole open."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "the surgeon missed with intermediate targeting sleeve for a gamma 4 intermediate nail. The alpha 4.2x360mm drill hit the nail and would not pass through the dynamic hole. As the surgeon gradually tried to find his position the drill skived posterior to the nail. In the ap it appeared to have made it through the hole. On the lateral the screw was posterior. The surgeon locked proximally to the dynamic hole using the intermediate targeting sleeve and passed through the nail without any issues. We locked the proximal static hole and left the distal dynamic hole open."

Manufacturer narrative:
Please note the correction to d4 lot number. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In the case presented a patient was treated with the gamma4 system. It was reported¿ lakewood missed with intermediate targeting sleeve for a gamma 4 intermediate nail. The ¿ drill hit the nail and would not pass through the dynamic hole. In the ap-view it appeared to have made it through the hole. On the lateral view the screw was posterior. ¿ the surgeon locked proximally to the dynamic hole using the intermediate targeting sleeve and passed through the nail without any issues. We locked the proximal static hole and left the distal dynamic hole open. Additional information was received: left an unlocked distal hole posterior to the nail, had to lock in the hole proximal to the initial distal hole, 5 mins delay, resolved by locking in another locking hole. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve), no use of drill with centre tip / unfavourable bone contour, drilling without drill guiding sleeve, using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. (Above is referenced in the labelling). Finally, the surgeon is responsible for the decision how to leave a patient treated. With available information, and since nothing was reported at the time of pre-functional check, the case is classified as user related. With available information a product deficiency was not verified. In case the item becomes available we reserve the right to reopen the case and to reassess the root cause.